Event description:
Focal stricture [bile duct stricture]. Case description: surveillance of the literature revealed a retrospective study of 950 consecutive pts with hepatocellular carcinoma (hcc). Among them, 807 were treated with transarterial chemoembolization (tace) and the remaining 143 with transarterial chemoinfusion (taci) of cisplatin. None of the 143 pts treated with taci were found to have radiographic evidence of biliary injury. Of the 807 treated with tace, 17(2%) developed biliary complications, three of which were focal strictures associated with gelatin sponge particles (gelfoam). This is the case of the first pt with a 15 cm single nodular tumor of the common hepatic duct (chd) and right portal vein thrombosis (pvt). The pt's medical history included non-b and non-c hepatitis and the stricture was associated with bacterial infection with progressive jaundice at the time of presentation. A right lobectomy with hepaticojejunostomy was neccessary because of a focal stricture of the chd that was complicated by cholangitis. The authors theorized that several possible mechanisms can be involved the cause of ischemic injuries of the bile ducts after tace. They included gelfoam, lipiodol, cisplatin or mechanical vascular injuries during the procedure. The authors felt that focal strictures of large bile ducts may be the result of repeated ischemia for prologned periods by embolization with gelfoam. They suggested that adjustments in the amount of gelatin sponge particles in the sites of embolization may reduce ischemic biliary injuries after tace.